Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings and investigation conclusions). Additional contact information: (B)(6). A getinge field service engineer upon initial inspection found that the balloon pump was not properly inserted into the hospital cart. Unit was plugged into wall receptacle however unit was not charging. Reinsert the balloon pump into the cart and verified that the unit battery 1 indicator would illuminate. A few seconds later the batter charging led indicators began to blink. This was positive evidence that the balloon pump could recognize the battery pack and start the charging process. Powered unit on, verified that the unit would emit long audible beep a few seconds later. The clinical application would not start. Restart unit in service menu and viewed the pneumatics menu. Noticed that the x2 would not read zero. It would read atmosphere and not zero. Removed the balloon pump from the cart and inspect the inside of the unit to ensure all of the connectors from the drive assembly were properly secured to the backplane board. Reassembled the balloon pump and powered up unit in service menu. Verified that unit could load the service menu application. Confirmed the safety disk, cycle, and hours were properly displayed. Verified that all transducers would display zero. Checked the 30 psi calibration was in tolerance. Performed and passed all manifold test. Checked the last service record (B)(4) with notes that the executive board is in need of replacement due to 8 year limit on ic lithium battery. Replaced the executive processor board and performed system checkout. Verified cardiosave passed all functional and safety tests per factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during patient use the the cardiosave intra-aortic balloon pump (iabp) unit was making a high -pitched noise . The rn called stating that a cardiosave was making a high-pitched noise after it had been dc¿d from the patient and shut down. They had recently transferred the patient therapy to the transport teams balloon pump and upon shutting down the cardiosave it began to ¿squeal¿. Patient therapy was not interrupted as it was being delivered by the transport team¿s pump. The sound happened after removal of therapy. The patient had left the facility and is hemodynamically stable. There was no patient harm reported.